Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. Review of the stored atrial threshold test demonstrated some undersensing of native atrial beats. Technical services recommended adjusting the atrial sensitivity if clinically appropriate. The atrial lead remains in service and no adverse patient effects were reported.